Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has experienced new right lower back and right groin discomfort since implant. The pt reported both sites were sensitive to touch. CT scan and lead diagnostics did not reveal any anomalies. The physician ordered steroids as the next course of action and will continue to monitor the patient in the hospital.